Manufacturer narrative:
Subject device has been received and is currently in the eval process.

Event description:
On (B)(6) 2011, pt was implanted with a cervical spine locking plate and screws. Post-op, pt fell and plate became dislodged. On (B)(6) 2011, all hardware was removed from pt. Surgeon repositioned bone graft and closed pt. This is the 5th of 9 reports submitted on this event.